Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, with hyperglycemia exceeding 400 mg/dl followed by hypoglycemia to 60 mg/dl and later to 48 mg/dl; an infusion set change preceded the initial drop, and the patient self-treated each low with recovery and transient rebound to about 200 mg/dl. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-treatment at home without medical intervention. Investigation included review of the event history and collection of use details through follow-up attempts and education on troubleshooting. Investigation of this case revealed an undetermined cause, with no specific device component or alarm implicated and no malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.